Manufacturer narrative:
Concomitant product UDI for lgx preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported migration was found to be listed in the IFU and it is a known risk associated with this device type.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced migration of the reservoir into the scrotum after manipulating the pump. A surgical procedure was performed in which the existing reservoir was removed and replaced with a new one. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced migration of the reservoir into the scrotum after manipulating the pump. A surgical procedure was performed in which the existing reservoir was removed and replaced with a new one. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for lgx preconnect is (B)(4).